Manufacturer narrative:
Corrected info: h1 to na arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Additional information. Complaint allegation is confirmed. One unpackaged ar-9831, apollo, batch 15313877, was returned for investigation. Visual evaluation noted that the electrode was bent. Additionally, it was noted that the connector was detached. Functional testing was not performed due to the damaged to the device. Per dfu-0242-eo: 3. Premature tip wear may be caused by vigorous use against bony surfaces. The most likely cause for the reported failure can be attributed to a design issue. Ncr-27076 has been opened to address this issue.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9831 apollo rf aspirating ablator tip was bent. This was discovered during the case with no patient harm.

Event description:
On 12/03/2024 it was reported by a sales representative via sems-(B)(4) that (qty. (B)(4)) of an ar-9831 apollo rf aspirating ablator tips burnt up. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.